Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the battery gauge was incorrectly displayed. Reportedly battery gauge remained at a fixed percentage despite the use of pump for 24 hours. Customer¿s blood glucose level was not impacted. During follow up with tandem technical support, customer reported battery depleted as intended.